Event description:
Outbound. Patient reporting no disposable clamp tubing alarms, cassette lot number 41963398, prefilled cassettes from (B)(6) 2022 shipment. Box sent to pt to return defective cassette. No further details provided.